Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 121 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring (reservoir tube), cracked case at reservoir tube window corner and shifted end cap sticker.